Event description:
This lead was explanted and replaced due to high thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed abrasion marks along the lead body. In particular, between 32 cm and 33 cm as well as between 37.5 cm and 38.5 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, the visual inspection revealed deformations of the inner coil close to the is-1 connector pin which most likely were caused by overrotation of the inner coil during the retraction of the fixation helix during the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.